Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level rose to 192 mg/dl. System check with tandem technical support was performed, and there was an air bubble observed in the luer lock. Tandem technical support guided the customer through removing the air bubble. Reportedly, the customer changed the infusion site.